Event description:
The patient was seen in the post op anesthesia care area (pacu) post op electronic orders were not released while the patient was in pacu, and then patient was transferred to med surg. After transfer the pacu orders were released. The usual method was bypassed, and the postop orders did not auto d/c upon transfer. This left the medication and dosages active on the mar for the postop patient, which presented a potential risk for giving a medication not ordered, and in dosages not appropriate for the patient's location and level of care. This has occurred on a number of occasions and staff are being educated to the problem and potential risks. Medication not administered to or used by the patient. Relevant materials provided: (B)(6).